Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the on the first proximal row, stent struts were lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 86% stenosed target lesion was located in the left anterior descending artery. A 32 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the distal portion of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 86% stenosed target lesion was located in the left anterior descending artery. A 32 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the distal portion of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.